Event description:
Customer called back after receiving a follow up letter of a low hospitalization. Customer states she found out that her insulin was expired. Customer stated she had a surplus of expired insulin due to her supplier kept sending her insulin and lost track of what was old and ended up using old insulin. When customer used none expired insulin she gave a bolus and her blood glucose went from 700 mg/dl to 30 mg/dl in about five minutes. Customer stated her sensor never alerted her or gave her any warning. Customer was concerned her sensor was not working correctly. Customer was advised if blood glucose lowered with in five minutes sensor will not be able to detect that rapid of a drop. Customer states he was a brittle diabetic. Customer declined troubleshooting her insulin pump, stated it was working fine. Blood glucose at time of admissions was 200 mg/dl. Customer sated her spouse gave her gatorade to bring blood glucose up. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-49051.